Event description:
It was reported that the device would not detect the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown d4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log confirmed ¿high alarm displayed: cassette not attached properly¿ messages occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.